Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked and found that the ECG cable was broken and a quote was made. However, the medical equipment technician had already ordered from another company. No further information is available.

Event description:
N/a.

Event description:
It was reported by the customer that before use cs100 intra-aortic balloon pump (iabp) cable and lead EKG broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.